Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. The reporter informed the company that the product was not available for return.

Event description:
Small metal rod that holds the bristle unit in the toothbrush came out in mouth [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that the metal attachment part of an oral-b precision clean brushhead from a pack of 2 came off in his/her mouth while being used with an oral-b rechargeable toothbrush, version unknown. No symptoms developed. Relevant history: none reported. No further information was provided. On (B)(6) 2017 consumer follow-up via e-mail: the consumer, who identified as an unspecified type of doctor, reported that the small metal rod that holds the bristle unit in the toothbrush came out in his or her mouth while using the toothbrush head. The reporter stated a similar thing happened some time ago, and the head was returned to the supermarket. No symptoms developed. No further information was provided. On (B)(6) 2017 consumer follow-up via e-mail: the consumer reported he/she did not have the product anymore; it was returned to the store. The reporter stated that only one of the toothbrush heads caused the malfunction, and the other toothbrush head did not have any problem at all. No symptoms developed. No further information was provided.